Manufacturer narrative:
The customer declined the option to have their glidescope bflex 5.0 single-use bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Follow-up information received from the customer reported that a 7.5 ID et tube was utilized with the glidescope bflex 5.0 single-use bronchoscope while inserting a bronchial blocker. No further information was provided regarding the reported glidescope bflex 5.0 single-use bronchoscope or et tube despite follow-up attempts made to the customer as part of verathon's investigation of the reported event. If further information does become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the tip broke off inside the patient. It was reported that the clinician used another scope to retrieve the broken tip out of the patient with no issues. No delay in the procedure or harm to the patient was reported.